Event description:
It was reported that pump displayed malfunction code 12 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, did not experience repeat malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.